Manufacturer narrative:
The reported issue that new 2018 dated pcu devices failed the asm keypad test was confirmed via inspection observations of the returned keypad assemblies. The formal engineering investigation report identified the cause of the asm keypad failures to be associated with found cracks and fluid ingress damage on the flex cable of the keypad assembly. The keypad failures investigated were found to have similar defects found in other current investigations involving pcu keypads. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
The customer reported that the new 2018 dated devices failed asm keypad test and required replacement of the keypad. There was no report of patient involvement.